Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflexpro balloon catheter (4mm15cm 135) was inserted for post-dilation after an unknown stent was implanted but the balloon ruptured. It was noted that the balloon may have gotten caught on the edge of the implanted stent. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 4x150mm 135cm powerflex pro balloon catheter (bc) was inserted for post-dilation after an unknown stent was implanted but the balloon ruptured. It was noted that the balloon may have gotten caught on the edge of the implanted stent. There was no patient injury reported. Multiple attempts to gather additional information have been made without unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17339170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors (balloon may have gotten caught on the edge of the implanted stent) may have contributed to the reported event since calcified/resistant lesions or edge of a stent can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.